Event description:
It was reported that the patient experienced pain over the implantable pulse generator (ipg) incision site. Slight erythema in the lateral aspect of the battery incision was noted. The patient was prescribed with antibiotics.